Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The blood glucose level was 50 mg/dl. Other relevant blood glucose level was 58 mg/dl, 79 mg/dl and 326 mg/dl. Customer stated that they unable to press transfer guard onto vial. The product will not return for the analysis.

Manufacturer narrative:
Evaluated 3 open/used reservoirs. Performed pre-fill reservoirs test per (B)(4) and (B)(4). Found no occluded anomaly during filling. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).